Manufacturer narrative:
The device was returned to the philips repair bench, the monitor passed all testing,and no problem was found. The device was tested, and passed all tests. The cause of the electric shock to the nurse was not able to be determined as electrical shocks may occur for various reasons. The device will be returned to the customer. No further investigation is warranted at this time.

Manufacturer narrative:
(B)(6). A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that a nurse received an electric shock from the top of the monitor. The arm of the nurse was temporarily numb after the incident. An attending nurse was interacting with the device, when the incident occurred.